Manufacturer narrative:
The philips field service engineer (fse) confirmed and duplicated the reported issue. The fse replaced the battery to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Initial reporter: reporting institution name: (B)(6). Reporter phone number: (B)(6). Reporting institution phone number: (B)(6).

Event description:
It was reported to philips that there was a battery error during the first power on of the day. There was no patient involvement or harm. This event was reported to have occurred during the power on self test. There was no delay to therapy.